Manufacturer narrative:
The cart will not be returned to olympus. It is unknown if the castor is available for evaluation.

Event description:
The service center was informed that one of the castor wheels on the workstation was broken. The user facility reported having a hard time pushing the cart around. There was no report of the cart falling. The wheels have been replaced. No other damage or abnormalities were observed. There were no other issues with the cart. There was no report of user/patient injury.